Event description:
During a surgical procedure, the jaw broke off the rongeur. An x-ray was required to locate the piece. The pt did not sustain any injury or complications. Add'l pt info has been requested from the facility. This malfunction is occurring below the frequency and severity that are usual for this device.

Manufacturer narrative:
Examination of the device found the upper jaw bent by an excessive side force. The force overstressed the upper jaw, severly bending it and initiating a crack in the area. The upper jaw was then most likely straightened overstressing the metal in the reverse direction. The crack and overstressing the metal repeatedly reduced the instrument strength contributed to the device malfunction.